Event description:
It was reported that, "the pt is a cerebral infarction pt. His entire left side was paralyzed before primary surgery. The pt received a primary bha surgery in 2007. Afterward, the pt experienced dislocation in 2008, and four months later, due to falling. The surgeon succeeded in closed reduction the first time of the dislocation, but was unsuccessful the second time. During the close reduction, the head came off from outer cup. Then, the pt received a revision surgery the next day. During the surgery, the surgeon realized that the locking ring had come off from outer cup.

Manufacturer narrative:
Additional info has been requested and if received will be provided on a supplemental report.